Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed and the cause of this event could not be determined because insufficient information was provided. A review of the device history records indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other events for the reported lot.

Event description:
The customer reported that the patient, who was implanted with an exeter stem on (B)(6) 2002, was admitted to a&e following a fall. The customer further reported that a broken stem was allegedly noticed on x-ray. Revision surgery required on the (B)(6) 2012 due to broken exeter stem.

Event description:
The customer reported that the patient, who was implanted with an exeter stem on (B)(6) 2002, was admitted to a&e following a fall. The customer further reported that a broken stem was allegedly noticed on x-ray. Revision surgery required on the (B)(6) 2012 due to broken exeter stem.